Event description:
Caller reported that pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to customer¿s blood glucose level. Customer was instructed on how to use the pump without its case and advised on proper button pressing technique, but the issue persisted. As a corrective action, the pump was scheduled for replacement, and the customer agreed to return the problematic pump and continue using the current pump until the replacement arrived.